Event description:
It was reported by the customer, the rubber coating on the tip of the airway mobilescope had peeled off. The device was rarely used and was used properly. The rubber was peeled off by other products. No patient harm reported. During the evaluation of the device, it was noted the coating was peeling off on the insertion tube/bending section due to deterioration. This report is to capture the reportable malfunction of the peeling coating on the insertion tube/bending section due to deterioration noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The curved rubber adhesive was missing. There was poor brush insertion in the forceps channel. The bending angle was insufficient due to the elongation of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the device deterioration likely occurred due to physical and/or chemical stress to the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "do not immerse the endoscope in ozone water. Equipment and endo therapy accessories damage may result. Do not use disinfectant containing benzalkonium chloride. There is a risk of peeling off the outer surface of the insertion part. Do not spray the spray type pharyngeal anesthetic containing alcohol directly on this product. There is a risk of peeling off the outer surface of the insertion part. Do not coil the insertion tube with a diameter of less than 12 cm. Equipment damage may result." Olympus will continue to monitor field performance for this device.